Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, a cracked case near the display window corners, and cracked and bleeding display glass was noted during the visual inspection.

Event description:
Customer reported a dark spot on the display screen of the insulin pump. He stated that the spot was growing and that it made it difficult to read the screen. Customer was unsure of how the insulin pump became damage and stated that he woke up and noticed the damage. The blood glucose reading was 110 mg/dl. Nothing further was reported.